Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus obtained the additional information from the user facility that the subject device had been manually reprocessed using peracetic acid. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus france (ofr). Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from all channels of the subject device. The testing result cleared the french guideline. Ofr checked the subject device and no abnormality was found in the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from the user facility and ofr, there was the possibility that this phenomenon was attributed to the following. - the user facility had not performed the reprocessing according to the instruction manual, so the reprocessing of the subject device was insufficient, and microbes remained. - contamination occurred during the microbiological test sampling by the user facility, and microbes were detected. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation but was returned to (B)(4). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6), 2021] white staph + bacillus licheniformis (2cfu) [second time; (B)(6), 2021] staphylococcus warneri (3cfu) other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.